Event description:
The customer reported that insulin squirted out during the manual prime test, and the device alarmed. The blood glucose reading was 102mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. However, the customer stated that he may have dropped the device a couple of times and the drive support cap was sticking out a little, but the customer was able to push it back in. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.